Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the emergency room after a syncopal episode. The implantable cardiac monitor interrogation exhibited no episodes recorded at the same time as the syncope. The device exhibited undersensing and the patient was admitted for observation.